Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirmed the high capture threshold allegation based on normal resistance measurements, a passing hipot test and inspection that showed no conductor issue. Also, perforation allegation was not confirmed but was specified with known inherent risk of device which is a known risk associated with medical procedures involving implanted cardiac leads. Further, visual inspection revealed no abnormalities and the lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.